Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d4, d10 and section h3, and to provide the completed investigation results. It was initially reported the actual device was available for evaluation; however, it was confirmed to no longer be available. A correction to the device return date in section d10 being provided. It was inadvertently initially reported that the device was returned on 05aug2019; however, the device was not returned. The actual sample was not returned for evaluation. Therefore, the investigation was based on user facility information and evaluation of the retention samples. Reproductive testing was performed. A product sample was subjected to repetitive bending force at a 90-degree angle until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the fracture cross section had a dimple pattern with no diminishment of the outside diameter toward the fracture end. A product sample was subjected to repetitive one-way torque force till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. A product sample was subjected to one-way pulling force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the outside diameter of the wire had been diminished toward the fracture end. A product sample was subjected to pulling force in the state of being formed into a loop-like shape until it became fractured. Subsequent electron microscopic inspection of the fracture revealed the edge of the fracture was in the curved shape. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. It is likely that the actual sample was exposed to force. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The 510(k): k923607 and k926214. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported that during a shunt pta, the user was having difficulties in crossing the stenosed section of the vessel with the radifocus guidewire m, it became fractured. The actual sample had been subjected to some repetitive twisting manipulations. During the angiographic checking, the fragment of the actual sample was found to be remaining in the body. After the angiographic check, the fragment was retrieved with by non-interventional means. The patient recovered.